Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has been received for analysis. A visual and microscopic examination found that the stent was damaged. The most proximal struts were bunched together and the struts in the midsection were stretched apart. The seven most distal stent strut rows were undamaged. The hypotube was slightly kinked at various locations. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(6) 2013. It was reported that a difficulty crossing event occurred. Vascular access was obtained via radial artery. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. Pre-dilation was performed with an unspecified balloon catheter. A 4.00x28mm promus element stent delivery system was advanced to the lesion but unable to cross. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.